Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient complained of diaphragmatic stimulation. Further review attributed the stimulation to the right ventricular (rv) lead apical placement and the patient anatomy. A physician attempted to reposition the lead but the helix was unable to be retracted. As result, the lead was extracted and replaced. No additional adverse patient effects were reported.